Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be "no flow" with a potential root cause of "pinched lumen." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities> visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the lubrisil ic 2-way foley catheter would not deflate post-procedure. The physician cut the port to deflate the balloon so that the catheter could be removed. Upon removal it was noted that the balloon was still inflated. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the lubrisil ic 2-way foley catheter would not deflate post-procedure. The physician cut the port to deflate the balloon so that the catheter could be removed. Upon removal it was noted that the balloon was still inflated. No patient injury reported.